Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the harmonic ace instrument blade broke, and the piece was retrieved. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information on 11-may-2022. The broken instrument piece was retrieved with laparoscopic retrieval during the same procedure and visual inspection confirmed that all fragments were retrieved. No additional post-operative tests were required to check for remaining fragments. The surgeon believed that the cause of the breakage was due to the harmonic ace instrument colliding with the uterine manipulator. The surgeon was dissecting when the issue occurred. The harmonic ace instrument was inspected prior to use and had no issues. There were no further issues upon final removal of the instrument. The customer did not feel any resistance upon removal of the instrument through the cannula and did not notice any damage to the cannula after the event occurred. The customer noticed the broken instrument tip the event occurred. There was no patient injury and the patient did not return to hospital due to any post-surgical complications. No image or video of the procedure was provided for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. For clarification, the harmonic insert curved blade was found to be broken near the base of the blade. As the blade broke within the base, no measurement could be captured. The broken piece was returned, no pieces were missing. The cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the broken instrument blades is typically attributed to mishandling /misuse. A review of the instrument log for the harmonica ace (part number 480275-08/lot number l90220130 0260) associated with this event has been performed. Per logs, the harmonic ace instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 0 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the harmonic ace instrument blade was broken and a piece fell inside the patient during a da vinci assisted procedure. The broken piece was retrieved during the same procedure with no patient injury.